Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The 99% stenosed target lesion was located within a previously implanted unknown manufacturer's stent in the circumflex (cx) artery. The kinetix plus guide wire was advanced and successfully crossed the lesion after some noted difficulty. After crossing the distal edge of the lesion, the physician pulled back on the wire and felt resistance. While applying pressure, approximately 1.5cm of the distal tip sheared off. The physician felt the lesion may have constricted on the wire, causing the resistance. The kinetix plus tip seemed to be partially in the guide catheter in the proximal edge of the lesion. Therefore, he opted to dislodge the guide wire tip into the aorta and allow it to migrate downstream. Treatment of the original lesion was then completed. After which the physician consulted with a vascular surgeon regarding a cut down procedure to remove the tip; however, the surgeon felt the best approach was to attempt snaring the tip as a sheath was already in place. The surgeon was able to snare the tip from the left profunda artery and successfully remove it from the patient. There were no additional patient complications and the patient's status is stable.